Event description:
Pump was reported to overinfuse during clinical use. A 250ml bag of pepcid was set at an unknown rate. It was noted the entire bag had infused in 3 hours and 20 minutes, which is faster than intended. The total volume and the volume to be infused displayed by the pump were correct. No medical intervention was required and no pt injury resulted.